Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he had issues with three bent infusion set cannulas. Customer's blood glucose level was 420 mg/dl. His blood glucose level was treated with a manual shot. The device was not returned.